Event description:
It was reported that during routine pulse generator upgrade, the lead exhibited loss of capture, loss of sensing and low impedance in both configurations. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.